Event description:
During the procedure, a cardiac perforation occurred requiring a pericardiocentesis. Following the third ablation, the patient experienced respiratory symptoms which was confirmed by non-invasive pressure monitoring (every 5 minutes). The reanimation team started the respiratory compression and an echocardiography revealed a blood deposit and a pericardiocentesis was performed to stabilize the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.